Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken plug strap and opening in the posterior side. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify two opening sharps in the anterior side and broken sharp in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two sharp opening on posterior assessed as an unidentified (tear) opening. Broken sharp in the plug strap assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.